Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that the patient. Was having some issues with the incorrect personal therapy manger (ptm) date. After an update stated that she tried updating it and would not correct it. The hcp confirmed that she was using the refill only workflow and agent reviewed that she needs to do refill and adjust and was able to update the pump and update the refill date. The hcp also mentioned that the patient was having issues with the 90%loading of the ptm and agent helped walk through caller to remove ps data.